Event description:
It was reported the insulin pump alarmed external ram crc error, unexpected restart, and displayable history crc check failed on startup. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No unexpected alarms were noted during testing. The insulin pump passed the reset error test and self test. The insulin pump had multiple alarms in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.